Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type ia endoleak and aneurysm enlargement are unconfirmed, however the reported type ii endoleak (of lumbar artery) and type ib endoleak (of the left common iliac artery) are confirmed. This is partially consistent with the reported adverse event/incident. During the investigation, endologix found reasonable evidence to suggest the device was used outside the indications of use due to concomitant product use of afx with ovation, however it is unclear how this condition contributed to the reported event. In addition, the use of an afx bifurcated stent graft during the secondary endovascular repair is a cautionary product use condition due to revision of a previously placed graft. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: a3 sex. D3 manufacturer. D4 lot expiration date (primary). D4 UDI # (primary); remove data. D6 case date. G1 reporting entity. H6 device codes (as evaluated); remove 3190. H6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an ovation prime abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial procedure growth of the aneurysm sac and a unidentified endoleak was observed. Physician elected to place a limb extender. Post re-intervention a type iiib, was observed. Physician elected to re-intervene a second time by relining with an afx2 bifurcated stent graft. This event was previously reported under MDR# 3008011247-2018-00058. Now, approximately three (3) years post-secondary procedures, the patient was identified with a possible type 1a endoleak, type 1b endoleak, a type 2 endoleak from the lumbar and aneurysm enlargement. An intervention is being discussed. The patient is report as stable and being monitored. Note: this case is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with the afx system per the IFU.